Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing the infusion set, the user observed an ¿ilet setup¿ notification and insulin delivery was not occurring until the setup was completed; the user indicated an accidental factory reset, and insulin delivery resumed after entering weight and selecting go bionic. Symptoms included hyperglycemia with a peak blood glucose of 191 mg/dl for less than one hour, without ketosis, medical intervention, or backup therapy. Outcomes included transient, self-limited hyperglycemia without clinical sequelae or need for assistance. Investigation included customer support troubleshooting and user education to complete ilet setup and restore therapy. Investigation of this case revealed that insulin delivery was paused due to incomplete device setup following a factory reset, and the device functioned as intended once setup was completed. It was concluded, based on previously established findings for similar reports, that the cause was user interface and use-related, with cause of the transient hyperglycemia otherwise unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.